Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks while the patient was operating power tools. Technical services (ts) analyzed device episode data and found that there was noise while in the primary vector, most likely due to myopotentials and electromagnetic interference (emi), along with t-wave oversensing and undersensing. There was a total of four inappropriate shocks across two subsequent episodes. Ts recommended x-rays to confirm positioning. It was noted that isometrics and pocket manipulations will be done for sensing optimization at next follow-up appointment. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.